Event description:
Provider alleges their consumer allegedly had a house fire where the power wheelchair was present.

Manufacturer narrative:
The device has not been made available for evaluation by the manufacturer. However, the insurance adjuster notified pride that the power wheelchair was damaged in a collosion with an automobile prior to this incident. The adjuster reported that the chair suffered electrical damage in the collosion. Thus, the powerchair was taken out of service as a result of the damage. The enduser 's insurance purchased a replacement chair for the enduser. According to the provider and the fire officals investigating, the damaged chair was retained by the enduser and left on the outdoor porch where the alleged event occurred. There is no evidence that any design or manufacturing condition contributed to the incident.